Event description:
Per the clinic, the patient experienced pain and drainage around implant site and subsequently was treated with oral and topical antibiotics for two weeks (specific date not reported). It was also reported that the patient experienced a loss of osseointegration resulting in fixture loss. The patient also experienced an infection at the implant site resulting in the decision to explant the device. The device was explanted on (B)(6) 2022 and there are no plans to re-implant the patient with a new device as of the date of this report.